Event description:
It was reported that during a right hemi-colectomy procedure, the surgeon was unable to close the finger trigger. The procedure was converted to open and a linear cutter was used to complete the case. The procedure was extended 15 mins. The pt's condition is stable.

Manufacturer narrative:
H4,6: info anticipated, but unavailable at this time.